Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the unit experienced an e-1 error at the beginning of a case. It was further reported that there was no harm to the pt or significant delay in the case due to this issue.